Event description:
The tibial insert would not seat properly in the medial side of the baseplate. There was no adverse consequence for the pt.

Manufacturer narrative:
Event is associated with intra-operative procedures.